Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the customer had high blood glucose level of 400 mg/dl. Customer stated that the insulin pump had insulin flow block alarm. Customer stated that the insulin pump did not alarm insulin flow block alarm. Customer stated that the issue was resolved by changing complete set. The insulin pump will be returned for analysis.